Event description:
It was reported that the right ventricular (rv) lead threshold rose acutely to a high level. The lead was repositioned from the high right ventricular septum to the mid right ventricular septum with a normal threshold measurement. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.